Manufacturer narrative:
Visual examination identified that the dovetail feature was compressed down on one side; indicating that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. The distal proximal edge has gouges both laterally and medially. Dimensions measured found the part to be conforming to print specifications. The device history records for the articular surface were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This product is used for treatment. Operative notes provided do not state difficulties with the articular surface or if there was any other concern. No other complaints of this nature have been received for this product/lot combination and no other complaints have been received from this surgeon. Based on the damage found, it is likely that the problems encountered are related to surgical technique.

Event description:
It is reported that difficulty was encountered inserting the articular surface into the tibial baseplate. The articular surface was removed, and the underside was described as "deteriorated". A larger size articular surface was opened and used to complete the surgery, with no impact to the patient reported.

Manufacturer narrative:
This report will be amended when our investigation is complete.